Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_985 - arb pmcf patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 26mm rigid ring saddle was successfully implanted in a patient. The 29mm rigid ring saddle was sized using a ring sizer set. That same day the patient had a tricuspid annuloplasty performed. On (B)(6) 2021, the patient suffered an ischemic stroke and was admitted to the hospital. The ischemic stroke is believed to have been caused by a microemboli that formed during or after procedure. It was noted that the patient had been prescribed anticoagulants after the implant procedure. On (B)(6) 2021, a magnetic resonance imaging exam was performed and discovered new ganglion infarcts in the patient's brain. A computed tomography scan was also performed and discovered massive intracranial hemorrhaging as a result of the ischemic stroke. The patient had a craniotomy performed and required a transfusion. After the craniotomy it was noted that the patient had high brain pressure. The patient died on (B)(6) 2022, due to massive intercranial bleeding. No additional information was provided.

Manufacturer narrative:
An event of ischemic stroke, massive intracranial hemorrhaging and patient death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.